Event description:
Facility had noticed that all of their hq's will intermittently populate the patient ID field with the previously scanned patient ID. The reporter claims that she is seeing the same patient ID with multiple tests run, when actually there was only one test run on the patient. The barcode scanner is allowing multiple barcodes to be scanned for unique individual patients, therefore, patient mis-matches are occurring for blood glucose results. No actions or injuries to patients have been received.